Event description:
The customer reported via phone call that the insulin pump was cracked near the center of the display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. Pump was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.